Event description:
It was reported that the procedure was to treat a moderately tortuous and restenosed mid right superficial femoral artery. A ht connect guide wire was being used when the green coating at the distal end of the guide wire was coming off. The guide wire was removed and a non-abbott guide wire was used to complete the procedure. There was no adverse pt effects. No add'l info was provided.

Manufacturer narrative:
The returned guidewire showed extensive removal of the green ptfe coating from the distal section of the product as outlined in the original complaint report. A review of the mfg records and testing of the undamaged proximal section of the guidewire have not given any indication of the source of the issue. There is no evidence that there is a mfg or design issue that has contributed to the issue as described. At the time of writing 2 similar complaint files are open for a similar issue (refer to complaint files 362 and 368). Under these complaint files the device was returned and investigation did indicate that there is some variability in ptfe coating that may result in delamination after soaking. A corrective action will be opened for further investigation of the root cause of this issue.